Manufacturer narrative:
The reported condition has been confirmed and attributed to a broken support. This allowed for the anvil to disengage. A corrective action has been implemented.

Event description:
The device was used during a gastric bypass procedure. Reportedly, the anvil disengaged. The surgeon was able to retrieve the component and used another instrument to complete the procedure. The hospital has reported no pt injury occurred.